Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ needle precisionglide 19x1-1/4in leaked. No serious injury or medical intervention was reported. Verbatim: "the hypodermic 30mmx1mm needle presented leakage of the drug from the plastic's base of the needle (it was not a problem of connection)".

Manufacturer narrative:
H.6. Investigation: DHR, maintenance record analysis and quality notification analysis were reviewed and no deviation was found for this batch. No samples / photos were sent by the customer making an investigation not possible to determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria.

Event description:
It was reported that bd¿ needle precisionglide 19x1-1/4in leaked. No serious injury or medical intervention was reported. Verbatim: "the hypodermic 30mmx1mm needle presented leakage of the drug from the plastic's base of the needle (it was not a problem of connection)".